Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 17, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter read inaccurately high. The patient indicated that the alleged meter issue started approx three months prior, at "5:47". The patient reported a meter reading of "400 mg/dl" from the alleged meter. The patient's blood glucose was also tested on another meter and a result of "300mg/dl" was reported. However, actual results of "573 mg/dl" versus "191 mg/dl" were confirmed with a time difference of less than 10 minutes between the two reported tests. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. It is not known as to what actions the patient took in response to the alleged meter issue. The patient claimed, however, that she developed symptoms of hunger and shakiness an unknown time after the alleged issue began. The patient also claimed that as a result of the alleged issue, she administered self-treatment by takin 10 units of humalog insulin the same day the reported issue began. It is not clear if the patient took the insulin before or after the symptoms developed. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what dates/times the reported results were obtained, what devices were used to obtain the results of "573 mg/dl" and "191 mg/dl", and what date/time the symptoms started. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed. The patient was not using a correct technique for testing with the reported meter. The patient was obtained blood samples from his forearm(s) and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed that he developed symptoms that can be associated with a severe injury after the alleged meter issue began.